Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube and hemostasis sheath. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are partially mated, with the carrier tube in forward lock position. There is a kink present on the sheath. The collagen and anchor are stuck in the sheath hub. The bypass tube is at the proximal end of the carrier tube. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned device appeared to be used, and the sheath and carrier tube were separated. Therefore, the complaint can be confirmed for sheath and carrier tube separation. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received an FDA medsun report # (B)(4). The event description states: "at the end of the procedure, removed arterial sheath, set up angio-seal, collagen was in package protected and not wet. Plug was inserted, three clicks performed, pulled back and set footplate and collagen was completely dislodged and out of system. Original intended procedure was transcatheter aortic valve replacement (tavr)." Additional information was received on 03oct2025: a 6fr. Sheath size was used. There were no issues with insertion as it was described as smooth. The issue was that the plug was inserted, three clicks performed, pulled back and set footplate and collagen was completely dislodged and out of system. The patient was stable. The estimated blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to facility guidelines a2: age & date of birth: requested, not provided due to facility guidelines a4: weight: requested, not provided due to facility guidelines a5: ethnicity: requested, not provided due to facility guidelines a6: race: requested, not provided due to facility guidelines d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: risk manager msn, rn the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.